Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, as follow up MDR will be submitted multiple MDR reports were filed for this event. Please see associated report: 0001825034-2017-05070.

Event description:
Patient underwent a closed reduction due to dislocation within one year post-implantation.